Event description:
On 04/26/2007 - reporter reported that she has 28 beds that the siderails do not latch. She requested 28 inline siderail latch kits. I placed an order for 50 siderail upgrade kits so she had some stock. On 04/26/2007 - she installed versacare siderail inline spring kit (part number 140865) and the siderail latched properly. She did not record the bed serial number.